Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially fired with no visual abnormalities. The sulu was loaded into a pmv representative instrument. The single use loading unit (sulu) and representative device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, at the first firing, the reload was connected to the stapler, the surgeon tried to fire the device, however the plastic knob did not advance. A new reload was used and connected the same stapler, and the procedure was continued. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.